Event description:
It was reported that a balloon rupture had occurred. During a procedure, the 10mm x 2.0mm wolverine coronary cutting balloon ruptured. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Initial reporter city: (B)(6). A visual and tactile examination identified a complete break in the hypotube of the device located at 1150mm proximal of the guidewire port. The manifold and proximal section of the device was not returned for analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. Due to the condition of the returned device it was not possible to inflate the balloon in the normal fashion, due to the break in the hypotube. As a result, an inflation aid (epidural fixture) was attached to the distal section of the hypotube break. This facilitated the connection of the encore inflation unit which allowed the balloon to be inflated. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the distal edge of the distal markerband. A microscopic examination identified damage to the tip. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material.

Manufacturer narrative:
Initial reporter city: (B)(6). A visual and tactile examination identified a complete break in the hypotube of the device located at 1150mm proximal of the guidewire port. The manifold and proximal section of the device was not returned for analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. Due to the condition of the returned device it was not possible to inflate the balloon in the normal fashion, due to the break in the hypotube. As a result, an inflation aid (epidural fixture) was attached to the distal section of the hypotube break. This facilitated the connection of the encore inflation unit which allowed the balloon to be inflated. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the distal edge of the distal markerband. A microscopic examination identified damage to the tip. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that a balloon rupture had occurred. During a procedure, the 10mm x 2.0mm wolverine coronary cutting balloon ruptured. The procedure was successfully completed with a different device without issue or patient injury. It was further reported that a percutaneous coronary intervention was being performed. Dilation was attempted to be performed with the 10mm x 2.0mm wolverine coronary cutting balloon but it did not cross the lesion. A guidezilla ii was used, but the balloon could not be inserted near the collar. The guidezilla ii was replaced with a non-bsc device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture had occurred. During a procedure, the 10mm x 2.0mm wolverine coronary cutting balloon ruptured. The procedure was successfully completed with a different device without issue or patient injury.